Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in backup vvi mode. Programming changes to restore the device to normal mode were not successful. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested. The device functionality was found to be normal. The reset could not be reproduced in the lab; hence the root cause of the event remains undetermined.